Manufacturer narrative:
Concomitant product(s): a 5071-35 lead, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered due to t-wave oversensing (twos) post ventricular sense. The right ventricular (rv) lead also had short v-v intervals and high rate non-sustained episodes. Follow up with the physician indicated that no reprogramming was done. The lead remains in use. No patient complications have been reported as a result of this event.